Event description:
The customer reported that the paddles failed to discharge in testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the paddles failed to discharge in testing. There was no pt involvement. The device and paddle set were evaluated locally. The problem was identified as a faulty external paddle set. The paddles were replaced with resolution of the symptom. The device passed testing and was returned to service.